Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex e codes were corrected and updated.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: garcía rojo e, hevia palacios v, brime menendez r, feltes ochoa ja, justo quintas j, lista mateos f, touijer k, romero otero j. Da vinci and hugo ras platforms for robot-assisted partial nephrectomy: a preliminary prospective comparative analysis of the outcomes. Minerva urol nephrol. 2024 jun;76(3):303-311. Doi: 10.23736/s2724-6051.24.05623-4. Epub 2024 may 17. Pmid: 38757775. Section a: patient information - no specific patient demographics were provided for the patients. Study demographics in the da vinci group included (B)(4) patients with a median age of 63 years; the majority (B)(4) of the patients were male. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A literature article described a study that evaluated the outcomes between the da vinci system and hugo ras system in robot-assisted partial nephrectomies (rapn). The study was a prospective single-center comparative study, and (B)(4) patients selected for rapn between (B)(6) 2022 to (B)(6) 2023 were enrolled. (B)(4) patients were in the da vinci group and (B)(4) patients were in the hugo ras group. No blood transfusion were required or administered in either group. (B)(4) patient in the da vinci group experienced fever postoperatively, requiring intravenous antibiotic therapy, and was assessed as clavien-dindo grade ii. (B)(4) patient in the da vinci group required hospital readmission due to urinary leak which was resolved with placement of a double-j stent placement and was assessed as clavien-dindo grade iiia. Intuitive surgical, inc. (Isi) followed up with the author of the article to gather additional information regarding the reported events. The author indicated that the patient that had developed a urinary leak had a complex renal mass close to the urinary collecting system. There was no relationship with da vinci system as the surgery was uneventful and the complication occurred within a week of the surgery, after the patient was discharged. There were no da vinci device issues reported in the article. The article found similar perioperative outcomes for rapn when using the hugo ras system compared to the da vinci system.